Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the fault description provided by the customer was confirmed. The device had passed quality control at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described malfunction is mechanical damage caused by the user. The broken plug can lead to sporadic failure of the image and light transmission connection. The cause of the defect is therefore improper use of the product. The investigations conducted no causes related to the labeling, the device, or its history. All production-related quality tests were passed, and no deviations were found in the device's manufacturing documentation. The labeling contained appropriate instructions and warnings. No systematic defect was identified. Should new or additional relevant information become available, we will continue the investigation accordingly. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was an intermittent connection issue with the device. No patient or procedure involvement. No negative impact in state of health reported.